Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak from disconnected tubing through pinch valve (lv8). The fse reattached the tubing. The platelet background counts were high during verification and the analyzer was unable to complete the startup process. The fse performed a decontamination of the diluent reservoir, the sweep-flow and the red blood cell (rbc) diluent pathway using bleach and deionized water. He replaced the rbc bath diluent filters, performed an aperture voltage gain adjustment and verified clog detect settings. The cause of the platelet background failures was attributed to the rbc bath diluent filters that were replaced. Startup was verified and platelet backgrounds were within limits. The instrument ran without leaks or errors and all repairs were verified per established procedures.

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was approximately 4 ml, occurred after the customer replaced the filters, and was not contained to the analyzer. The probe of the analyzer was dripping at the end of the startup and bleach bath procedures onto the counter. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse confirmed the leak. The fse also observed the platelet background failed during instrument verification. The customer was wearing personal protective equipment of gloves, eye protection, and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.